Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event and a review of the complaint history identified no similar incidents from the reported lot. All available information was investigated and the reported complete clip detachment was due to the pre-existing challenging patient anatomy of thick leaflets. The reported embolism and recurrent mitral regurgitation (mr) were cascading effects of the complete clip detachment. The reported patient effects of emboli and worsening mr are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip was explanted and discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip (81024u154) is being filed under a separate medwatch report.

Event description:
This is filed to report the complete clip detachment, recurrent mitral regurgitation (mr) and required intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mr with a grade of 4. One clip (80914u270) was implanted, reducing mr to 2. On (B)(6) 2019, the patient underwent a watchman procedure and it was noted that mr grade was 4. On (B)(6) 2019, a second mitraclip procedure was performed for treatment of the mr. It was found that the previously implanted clip had detached from both leaflets and embolized to the left common femoral artery. One clip (81024u154) was implanted without issue, reducing mr to 2; however, the pressure gradient was 8 mmhg. On (B)(6) 2019, the patient underwent a surgical procedure to remove the embolized clip. It was confirmed that the patient was in stable condition. No additional information was provided.